Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k991088. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device holder that an unspecified number of devices had insufficient blood flow when used in conjunction with a PICC or port. There was no health impact or consequence reported.